Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left superior femoral artery (sfa). The vessel was prepped with an 5.0 armada 35 balloon and a .035 supracore guide wire was used downhill approach. The 5.0x120mm absolute pro ll self-expanding stent system was deployed; however, the stent seemed to not fully expand and was shortened during delivery. The delivery system was removed under fluoroscopy. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported defective device (shortened) was unable to be replicated in a testing environment due to the condition of the returned device (stent deployed). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during stent deployment interaction with the mildly calcified and mildly tortuous anatomy and/or the delivery system was slightly pushed distally as the stent was being deployed resulting in the reported stent shortening; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As there was no damage noted to the device during the inspection prior to use, manipulation of the device likely resulted in the noted device damages (wrinkled/kinked sheath, kinked inner member); possibly contributing to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist: the images provided show what appears to be a properly deployed absolute pro stent, although it could be deemed slightly compressed based on the visible stent pattern. One image shows a measurement (system generated) that calculates the net stent length to be approximately 109.35 mm. This result, assuming it is accurate, would indicate that the stent is 10.65 mm shorter than its labeled (manufactured) length. Per the product specifications the stent working length for the 5.0 mm x 120 mm size is 118.6 mm with a tolerance of ± 4.0 mm. As such the nominal manufactured length could potential be as short as 114.6 mm and still be within manufacturing specifications. This nominal length is approximately 5.25 mm longer than the reported measured length. Per the instruction-for-use the absolute pro stent is of an ¿open cell¿ design. This ¿open cell¿ design allows each ring to expand independently of the adjacent ring and can, if force is exerted during deployment, slightly compress the stent, resulting in an overall shorter final deployment length. While it is expected that a 120 mm length would deploy a final length of exactly 120 mm, factors such as external forces being applied to the delivery system during deployment could artificially shorten the stent length. This will occur if the system is pushed forward as the stent is deployed causing slight overlapping. This overlapping pattern is visible in the deployed stent pattern implying that a force may have been exerted, either intentional or not, during deployment. Na.